Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 3.00 x 24mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. Strut segments 4-11 were damaged, stretched and misaligned. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed a kink at approximately 930mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 31-jan-2018. The target lesion was located in a coronary artery. A 3.00x24mm promus element¿ drug-eluting stent was selected for use to treat the lesion. However, it was noted that the delivery shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.